Manufacturer narrative:
Evaluation results: an injector lot number search was performed and five similar complaint were found. A cartridge lot number search was performed and two similar complaints were found. Conclusions (no conclusion can be drawn): based on the complaint history and the lot number searches, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon inserted an eyeonics lens and the trailing haptic tore. The lens capsule was damaged and there was loss of vitreous. A vitrectomy was performed. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-pf injector and the foam tip plunger/overrode iol.